Manufacturer narrative:
Getinge became aware of an issue with volista device. As it was stated, the arm of the device was rusted and the paint was damaged. There was no injury reported and no indication of falling particles given. However, having in mind similar complaints received in the past we decided to report the issue in abundance of caution as the issue could have cause some parts falling into the sterile field and consequently, might have become a source of contamination. During the investigation, it was found that the reported scenario has never lead, to date, to serious injury or worse. The problem was reviewed by our product specialists and it was concluded that damage in the paint integrity can result in a possibility for rust to start developing, especially with a higher humidity and/or water ingress. Due to this reason, the current user manual is stating the conditions for storage, transport and use that should be followed to ensure that the device remains within its specification and is safe for usage. With that, we can say that the rust occurred on the device most likely due to damage of the protective layer that enable a rust development, due to the environmental conditions typical for that region. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the issue. The information about the time when the event occurred was not provided, we do not know if the device was or was not being used for the patient treatment. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue.

Event description:
Manufacturer reference number 2019-62781.

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
On 26th february, 2019 maquet sas became aware of an issue with one of surgical lights- volista. As it was stated, the rust occurred on the device. There was no injury reported however we decided to report the issue in abundance of caution as any rust particle falling off into sterile field or during procedure might be a source of contamination. Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
(B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(4). Exemption # e2018005. (B)(4). The issue is still being investigated by manufacturing site. It was established that following parts with serial and reference numbers are affected by this issue, under the reported configuration: (serial #/reference #) (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).